Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 194mg/dl, 138mg/dl. Tests were done within 2 minutes with a difference of 30%. Patient did not experience any adverse events. Customer cleaning meter incorrectly. No further information has been reported.